Manufacturer narrative:
B.1. Adverse type changed to adverse event and product problem. B.2. Date of event changed to 12/13/2022. B.5. Was updated with new information. Changed to; it was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there was contamination. The following information was provided by the initial reporter: customer called in to report possible contamination. 2. What result was the customer expecting to obtain (if different from the obtained result): customer subcultured the bottle and customer alleged it belongs to rhizosphere species. 3. Was this a qc, validation, or proficiency test? Patient testing. 4. Was patient treatment changed as a consequence of the issue with results? Yes, patient treatment was impacted as patients were administered antibiotics unnecessarily. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Customer is unsure of any adverse effect. H.1. Changed to: serious injury. H.6. Investigation summary: customer reported a contamination issue while using bactec product. Satisfactory results were obtained from returned good samples when visually inspected and tested for contamination. Bd was unable to reproduce the customer¿s experience with bactec product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned good samples and batch history record review results. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there was contamination. The following information was provided by the initial reporter: customer called in to report possible contamination. 2. What result was the customer expecting to obtain (if different from the obtained result): customer subcultured the bottle and customer alleged it belongs to rhizosphere species. 3. Was this a qc, validation, or proficiency test? Patient testing. 4. Was patient treatment changed as a consequence of the issue with results? Yes, patient treatment was impacted as patients were administered antibiotics unnecessarily. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? Customer is unsure of any adverse effect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ peds plus¿/ f culture vials (plastic) that there was contamination. The following information was provided by the initial reporter: customer called in to report possible contamination with catalog 442020 and lot# 2164954.